Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found the reported problem could not be duplicated or confirmed. When tested, the images met olympus standards with no image problems noted. Other non-reportable issues were noted as corroded top cover and bottom chassis, moisture stains on rear panel and a corroded programmable in-put processor (pip) connector. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis exera ii video system center had no image. The issue was found during preparation for use. There was a delay in procedure due to the issue of approximately 5 minutes while a similar device was connected; the intended procedure was completed using the similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image appearing could not be identified, nor could the event be reproduced. Olympus will continue to monitor field performance for this device.